Manufacturer narrative:
Results: one shelf pack of 48 unused samples were returned for evaluation. A simulated use test of thirty of the units was performed by hand activating them to evaluate the safety shield falling off. The safety shield was rotated backward with ease with no IV shield lift identified. The safety shield was then engaged over the IV needle. The lock-out features engaged appropriately and no breakage, full or partial disengagement of the safety shield from the body of the unit was identified. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6279867. Conclusion: an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that after a phlebotomist used a 21 g x 1.25 in. Bd eclipse¿ blood collection needle with luer adapter for specimen collection, the safety shield broke off as he activated it and he obtained a contaminated needle stick injury on the palmer side of his right hand. The phlebotomist visited a local hospital and received post exposure lab work, prophylaxis for 28 days, and will be tested monthly for two years.